Event description:
It was reported that during the procedure, this right atrial (ra) lead exhibited poor pacing parameters, and the helix mechanism was difficult to extend. Several attempts were made to extend and retract the helix mechanism; however, were unsuccessful. The lead was exchanged for a new non-bsc product to complete the procedure. No adverse patient effects were reported. This lead is expected for return.

Event description:
It was reported that during the procedure, this right atrial (ra) lead exhibited poor pacing parameters, and the helix mechanism was difficult to extend. Several attempts were made to extend and retract the helix mechanism; however, were unsuccessful. The lead was exchanged for a new non-bsc product to complete the procedure. No adverse patient effects were reported. This lead was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis concluded that the reported clinical observation of difficult/unable to extend/retract helix is a known inherent risk of device.